Manufacturer narrative:
Follow-up #1: date of submission 10/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The reported power complaint was duplicated. A test battery cap was used to maintain an electrical connection. A test battery cap was used for 24 hour testing. No power on resets occurred. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.